Manufacturer narrative:
The reported event of noise was confirmed. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the exposed coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shots. No other anomalies were noted with the exception of procedural damage.

Event description:
Related MFR report number: 2017865-2023-40765. Related MFR report number: 2017865-2023-50508. It was reported that a patient presented to clinic for right ventricular (rv) lead revision due to high defibrillation impedance and suspected rv lead fracture. Device interrogation revealed oversensing noise on the atrial lead and high capture threshold and extra cardiac stimulation on the left ventricular (lv) lead. The physician elected to explant and replace the rv, atrial, and lv leads. The patient condition was stable before, during, and after the procedure.